Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification.

Event description:
Customer reported receiving erratic readings on their xceed new xtra blood glucose monitor. Customer reported receiving readings of 303 mg/dl, 61 mg/dl, 269 mg/dl within 10 minutes. All tests were performed on a finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in the values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.